Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while not connected to the ilet due to lack of an insulin cartridge and used backup therapy with 15 units of novolog; no device alerts or alarms were reported. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required to administer backup therapy, and no hospitalization. Investigation included complaint handling, user interview, and troubleshooting with education. Investigation of this case revealed the cause of the hyperglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-managed with backup insulin therapy and did not result in clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.